Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had air bubble at reservoir. Customer's blood glucose value was 157 mg/dl at the time of the incident. She gets down to 1ml left in her reservoir there seems to be an air bubble. The customer was assisted with troubleshooting. Customer will not returned device for analysis.